Event description:
Thesurgeon inserted a cq2015 three piece collamer lens and the trailing haptic tore during insertion. The incision was enlarged to remove the lens but no sutures were required. There was no pt injury reported. Another lens was implanted.